Event description:
Reporter stated that a comparison between their surestep meter and a hcp meter was 215 mg/dl (ss) and 141 mg/dl (hcp) respectively (52% difference). No symptoms were reported. There was no allegation of harm.